Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Reviewing the x-rays provided on the attachments we can not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (medical device problem code).

Event description:
On (B)(6) 2018, the patient had a left cemented total knee arthroplasty to address primary osteoarthritis end-stage left knee. Depuy components including depuy patella was used during this procedure. There were no complications noted. On (B)(6) 2021, the patient had a revision left total knee arthroplasty, tibial component to address acute hematogenous sepsis. The patient has had erythema, swelling, pain, fever and chills. Prior to surgery, gross puss was aspirated from the knee. During the procedure, the surgeon observed gross puss. The surgeon also noted that the polyethylene insert had really minimal wear. All components were noted to have been well fixed. Only the insert was revised.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for acute hematogenous sepsis - deep infection. Event is serious and is considered moderate. Event is possibly related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2021, (left knee). Treatment: revision of tibial insert.